Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 8239873. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239873. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during injection the cannula broke off of insulin syringe with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that during consumer's injection the insulin syringe needle broke off.